Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material on grip, image guide protector and adhesive. The connecting tube also had foreign material. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction is being made to previously submitted b3/g3- date received by manufacturer, which was not late. The correct date was 02/19/2025.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material on grip, image guide protector and adhesive. The connecting tube also had foreign material. There was no patient involvement.